Manufacturer narrative:
Correction: section h6-investigation conclusions should have been 22-known inherent risk of device and 67-no problem detected rather than 213-no device problem found and 11-conclusion not yet available. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that the patient experienced an infection. As a result, the scs system was explanted. In turn, the patient was prescribed oral antibiotics to address the issue.